Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, insufflator, to the olympus service center for maintenance. Upon inspection and testing of the returned device, it was observed that the alarm sound was generated and the front panel turned off occasionally due to a faulty printed circuit board. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the phenomenon, ¿alarm sound is generated, and the front panel is turned off¿, occurred due printed circuit (cr) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.